Manufacturer narrative:
As requested by the FDA UDI helpdesk team, this is a supplemental report explaining why the unique device identifier (UDI) information in section d4 of verathon's initial report submission was left blank. The subject device was manufactured and labelled prior to the UDI compliance date for class I medical devices. Therefore, and as confirmed by the FDA UDI helpdesk team, the UDI requirements for its associated MDR do not apply.

Event description:
A customer reported that during an emergency care procedure, using a glidescope titanium lopro t3 reusable laryngoscope, the image repeatedly failed during use. The customer reported isolating the issue to the laryngoscope. No use of a backup device or harm to the patient was reported.

Manufacturer narrative:
The reported glidescope titanium lopro t3 reusable laryngoscope was returned to verathon for evaluation. A verathon technical service representative evaluated the returned device but was unable to confirm the reported image failure. When connected to known, good, test verathon equipment, the image quality of the laryngoscope was found to be working as intended. The device passed verathon's device functionality testing. Neither the monitor nor cable used with the laryngoscope during the reported event were made available to verathon for evaluation. Upon completion of verathon's device evaluation, the customer was notified of verathon's evaluation findings and requested the customer perform additional troubleshooting to try and isolate the issue. To date, no response has been received. No further investigation is required at this time. Verathon will continue to monitor for trends.